Event description:
It was reported that surgery was delay due to the surgeon having trouble inserting the device.

Manufacturer narrative:
.

Manufacturer narrative:
All critical interlocking dimensions were checked. No features were found to be out of the print specification. There are two noticeable marks on the outside radius which appear to be screw heads or hole plugs indentations. The interference could keep the liner from seating into the shell.